Event description:
It was reported that a implantable cardiac monitor was explanted on (B)(6) 2022. Further information was requested but not received.

Event description:
It was reported that a implantable cardiac monitor was explanted on (B)(6) 2022. Further information was requested but not received.

Event description:
New information received indicated that the device was explanted at the patient's request. The patient was stable before, during, and after the procedure.